Event description:
The hcp reported that the pump was explanted and replaced due to a broken pump connector. The device was returned to the manufacturer for analysis. No pt symptoms were reported. A follow-up report will be sent if additional information becomes available.